Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge remained static and the insulin on board (iob) did not increase when a bolus was delivered. A new cartridge was loaded; however, the same issue reoccurred. The customer's blood glucose level was not impacted. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.